Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was selected for use. It was reported that during sheath exchange the non-bsc wire was inserted into the transseptal sheath. The coil took on a weird shape and it did not look like it was in the la, but it eventually coiled and was inserted over the wire. The pigtail was then inserted in the was and an angiogram was performed. There was a preexisting effusion to start that measured 0.5cm and it remained that size once they noticed the effusion per angiogram. The blood pressure of the patient dipped a little but no other complications were present. The pericardial effusion was tapped and 450 ml was drained. The physician terminated the case and left the drain in. Protamine was given to the patient. The effusion was no longer visible on echo and a transthoracic echocardiogram (tte) was performed. The patient was stable and stayed in the intensive care unit over night. The next day the patient was discharged home.